Manufacturer narrative:
During troubleshoot via telephone, the customer believe it was due to a defective power supply but could not confirm as they do not have another to test with. The device will not be returned as it is obsolete. A review of the repair history could not be confirmed for the referenced device. The device history records (DHR) was reviewed and it was confirmed that the device met standards at the time of shipment. The investigation by the legal manufacturer determined that there is no manufacturing, material or processing related cause for this failure mode. Based on the investigation results, it is likely that the power function did not function properly due to an abnormal power supply. The cause of the abnormal power supply could not be conclusively determined. In general, the customer is required to check the function of all devices and have an alternate equipment prior to use. Olympus will continue to monitor complaints for this device.

Event description:
Olympus was informed via service inquiry by the biomedical equipment technician at the user facility that the customer high-definition liquid crystal display ¿is powering off by itself¿. The unit is getting power but is not staying on. The reported problem was found during inspection before use. The intended procedure was completed using another similar device. No death, injury or harm was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the update in section h6 (type of investigation). Olympus will continue to monitor field performance for this device.